Manufacturer narrative:
The reported event stuck electrodes in the ipg header were confirmed. Microscopic inspection identified a terminal end electrode missing and was found stuck in the returned ipg and also 7th electrode from the stim end of the returned lamitrode dislodged.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.